Event description:
It was reported during a cardiac catheter ablation procedure, air was aspirated from the agilis steerable introducer. The agilis steerable introducer and dilator were inserted into the left atria. The only device inserted into the hemostasis valve of the introducer was a non st. Jude medical catheter. Later during the procedure, the physician aspirated air from the agilis steerable introducer. There was no reported adverse consequence to the pt.

Manufacturer narrative:
(B)(4). One 8.5 f agilis introducer and one 8.5 f transseptal dilator were received for eval. The introducer was tested for leaks using pressure and submerging the introducer in water; a leak was detected at the valve. A leak was also detected through the side port. The hemostasis cap was removed and the two part seal system was examined which revealed both halves of the seal were torn vertically across the mfg slit on the top half. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.